Event description:
It was reported through a research article identifying the abbott xience drug eluting stent (des) that may be related to a serious injury of target vessel revascularization, binary angiographic restenosis, reocclusion, myocardial infarction, or stent thrombosis. Specific patient information is documented as unknown. Details are listed in the attached article, titled: outcomes with first- versus second-generation drug-eluting stents in coronary chronic total occlusions (ctos). No additional information was provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned. The reported patient effects of myocardial infarction, occlusion, thrombosis, and restenosis, as listed in the xience v and xience nano everolimus eluting coronary stent system instructions for use (IFU) are known patient effects that may be associated with the used of the device. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. Article attached: outcomes with first- versus second-generation drug-eluting stents in coronary chronic total occlusions (ctos).